Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at night time was 40 mg/dl. Customer blood glucose level was 252 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer did not use auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.